Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was just ringing as insulin pump turned off when placed battery and display was blank. Customer¿s current blood glucose was 4mmol/l. Customer performed troubleshoot but display did not return after insulin pump restart. Customer also had broken clip. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.